Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device is not completing the boot up process. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is not completing the boot up process. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.